Event description:
Pt revised for pain, loosening of tibial component and polyethyelene wear of insert.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product info required to review the device history records was not provided. The investigation could not draw any conclusion about the reported event based on insufficient info and lack of the devices to evaluate. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.